Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post procedure the right atrial lead had dislodged, a chest x-ray confirmed dislodgement. The lead was revised successfully and remained implanted. The patient was stable and recovering.